Event description:
On 07/12/1999, the facility's interventional radiology technician informed the distributor's marketing manager of the following: the facility received five (5) devices (same catalog/lot #); however, one (1) box/package was different from the other four or from previous products shipped. She stated that the MFR's label/seal was cut and clear plastic tape was placed over it to keep the box/package closed. When the technician opened the box/packaging, she found that there were no directions (IFU) and no inserts. The two sterile pouches had been peeled open and the catheter was missing. No further details were provided.